Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No pump error 48 or pump error 49 noted during testing however, unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 1 trace (vdd) on u1 keypad assembly. Pump error 53 found in the device history. Problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms in every hour and it gets restarted. Customer stated that insulin pump had crack on the battery compartment going around belt clip area. Customer stated that when he tried to clean the insulin pump then these alarms went off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.